Manufacturer narrative:
Medical device expiration date: unknown. Initial reporter additional email address: (B)(6). A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that insyte autoguard pnk 20ga x 1.0in catheter tip broke. The following information was provided by the initial reporter: material no: 381433, batch no: unknown (B)(4). It was reported IV catheter had broken tip broken prior to insertion.

Manufacturer narrative:
Investigation summary: a physical sample was not available for investigation but bd was provided with two photos of the issue for evaluation. Although the lot number was reported as unknown for the reported part number 381433, a lot number 0268447 related to part number 382533 was provided and therefore a DHR review was conducted for that lot number. DHR for lot 0268447 has been reviewed. This unit was originally built under lot number 9156514 which was built and packaged on afa line 11 from 16jun2019 through 20jun2019 for the quantity of 528,010. One potentially related (B)(4) was initiated during the process of this lot, which was dispositioned and addressed accordingly per the quality plan. The quantity of 336,410 units from this lot (9156514) was repackaged on pkg. Line 11 from12oct2020 through 20oct2020 under lot number 0268447. No related quality issues or process deviations were found. Our quality engineer reviewed the provided photos and observed that the catheter tip was bent near the tip. Based off the provided photos the engineer was able to verify the reported defect. Unfortunately, without a physical sample available for investigation a definitive root cause could not be determined.

Event description:
It was reported that insyte autoguard pnk 20ga x 1.0in catheter tip broke. The following information was provided by the initial reporter: material no: 381433. Batch no: unknown (provided 0268447). It was reported IV catheter had broken tip broken prior to insertion.